Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This event occurred in (B)(6). Consumer reported that the string detached from the tampon upon removal and the tampon remained inside her body. The consumer manually removed the product without medical assistance.